Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported heart failure resulting in death is related to patient conditions and due to a pre-existing weakened ventricle and heart failure, the ventricle could not tolerate the new high amount of volume. Heart failure and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to conservatively report a patient death. It was reported that a patient presented with grade 3-4 mixed mitral regurgitation (mr), heart failure, and a weakened left ventricle. One mitraclip was implanted on (B)(6) 2023. The mr was reduced to grade 1. On (B)(6) 2023, the patient died from heart failure, with a highly reduced left ventricle ejection fraction (lvef). The mitraclip xtw did not directly cause the patient's death. The device functioned as intended, but the left ventricle was too weak for the new amount of volume achieved from the procedure. The mitraclips were stable and well seated. There were no device malfunctions. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.